Event description:
On (B)(4) 2013 the patient contacted animas stating that she mistakenly primed while attached. The patient stated that she is new to insulin pump therapy and did not realize she was still attached when she performed rewind, load, and prime steps. A review of the prime history shows that the patient primed 113.4 units of insulin at 1:22pm that same day. The patient stated that her blood glucose (bg) at the time of the call to animas was 225mg/dl with no symptoms. The patient was advised to call 911 due to receiving unintended excess insulin. The patient's second bg reading during the call was 116mg/dl. The call was ended when paramedics arrived to transport the patient to the hospital. On (B)(6) 2013 a diabetes educator contacted animas customer technical support (cts) on behalf of the patient requesting review of the reported incident from the previous day. The patient joined the diabetes educator on the phone during the call and cts spoke with both. The patient stated that prior to the site change, her bg was 267mg/dl and she did not realize she was attached until she had primed and did not see drops. The patient stated that 20 minutes later, her bg was 166mg/dl. The patient had reportedly disconnected from the pump at this point. The patient's bg reportedly continued to drop to 75mg/dl and then 40mg/dl by the time the patient arrived at the hospital. The patient was reportedly treated with dextrose and saline as well as food. The patient was reportedly discharged with a bg of 250mg/dl, and her fasting bg the morning of (B)(6) 2013 was 166mg/dl. The patient reportedly resumed insulin pump therapy. Cts advised the patient and the diabetes educator that the patient should always be disconnected when priming, changing the battery, or doing anything with the cartridge cap. The pump is not being returned at this time and the patient has continued insulin pump therapy. This complaint is being reported because the patient allegedly experienced hypoglycemia requiring medical intervention while using insulin pump therapy. Use error was determined to be the cause, as the patient reportedly primed while attached.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the user stated in the complaint that a prime was performed while attached. Before performing the prime step, the pump displayed the appropriate warning: ¿be sure set is disconnected from your body. Then select continue¿. The black box and histories for the issue reported have been overwritten due to continued use of the device. The pump passed flow accuracy test and was found to be delivering within required specifications. The force sensor was observed to be out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.